Manufacturer narrative:
Expiration date: 31-mar-2025. Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -15.50/2.0/026 (sphere/cylinder/axis) lens tear/break during loading (B)(6) 2022. The lens was not implanted into the patients left eye (os). The backup lens loaded and implanted with no issue; patient and surgeon satisfied with outcome. The problem was resolved. Cause reported as unknown. " noted tear in lens footplate on loading."